Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the suggested event was determined to have occurred through contact of the metal part of the endo therapy accessories /cleaning brush with biopsy port when inserting/withdrawing the accessories or the brush. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of dents and multiple dots. The issue found during an unknown event. Device evaluation found the device forceps channel port is shaved. This report is being submitted for forceps channel port shaved found during incoming inspection.

Manufacturer narrative:
Initial reporter address: (B)(6). The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: device inspection noted multiple black dots are in image. Dents on connecting, channel (ch-tube) tube were found. The customer reported issue was confirmed. In addition, the forceps channel port observed shaved. Furthermore, the following findings during inspection were noted on the device: due to deformation of lg connector, water tightness is lost. Lg lens is dirty. Adhesive on a-rubber is detached. A-rubber has clotting protein bending tube has a dent ig protector has discoloration grip is dirty ud plate is dirty angulation lever is dirty control unit is dirty eyepiece is dirty eyepiece is deformed universal cord is sticky lg connector is dirty lg-cover glass has corrosion lg-cover glass is dirty due to wear of angle wire, bending angle in up/down direction does not meet the standard value due to a dent on ch-tube, forceps cannot be inserted smoothly due to a dent on ch-tube, channel cleaning brush cannot inserted smoothly image gudie (ig) bundle has significant breakages lg-bundle has breakage control unit has corrosion due to water leakage connecting tube has a dent connecting tube has discoloration investigation is ongoing. This report will be supplemented accordingly following investigation.